Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5076-45, lead, implanted: (B)(6) 2014; 419688, lead, implanted: (B)(6) 2014. (B)(4).

Event description:
After a difficult implant, it was reported that the right ventricular (rv) lead dislodged and the patient experienced a pneumothorax. It was further reported that the lead was exhibiting noise and was not capturing the ventricle. The lead was repositioned and normal function resumed. No further patient complications have been reported as a result of this event.